Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states they went into threshold suspend. The customer's blood glucose level at the time of incident was 110mg/dl, and their sensor was reading 135mg/dl. Troubleshoot was conducted. The customer was advised to start calculating his calibration factor before calibrating.